Event description:
Mmenlo care, inc. This device was not returned by the customer. Since this was an anonymous report, we cannot verify that the event did occur as described. Many people who witness such an event tend to view the symptoms as being caused by an allergy to the catheter material; therefore, we provide info on the testing performed on our material that shows it unlikely htat the causal agent for the expression of such, symptoms is a material-human tissue interaction on an immunological level. In addition, we provide info concerning other possible causal agents for the expression of such symptoms, such as hyperventilation, anxiety about a medical procedure, vascular stimulation or venous irritation during the insertion of the device, and sensitivities or allergies to flush solutions (eg, heparin, preservatives) skin preparation materials (eg, povidone iodine), and/or drugs infused through the device.